Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a posterior cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device with some manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed a posterior cuff miss as evidenced by untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these two components. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The customer's cell-dyn sapphire aspiration bottom sensor was inspected and replaced per (B)(4) 2010. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.